Event description:
It was reported that the subject device center panel disconnects, and there are continuous beeping sounds. The issue occurred during setup/inspection for use (before the patient was in the room). The subject device was sent to diagnostics. The there were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received from customer: there is a standard error message e03 sounds, and the front panel shuts down when the overpressure sensor is activated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal board malfunction and insufflators. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customers.